Event description:
It was reported that during a recanalization procedure via superficial femoral artery, the catheter tip allegedly got stuck and disconnected. It was further reported that the catheter had to be retrieved. Reportedly, patient allegedly experienced perforation which required additional covered stent placement. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A catheter was physically investigated. The catheter was blocked with a lot of coagulated material. The test guidewire passed with slight resistance. After running in the water slightly lower than nominal aspiration level was achieved. Mechanical jam of the catheter was observed during investigation. The reported break, physical resistance and detachment was not observed during investigation and therefore, can not be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via superficial femoral artery, the catheter tip allegedly got stuck and disconnected. It was further reported that the catheter had to be retrieved. Reportedly, patient allegedly experienced perforation which required additional covered stent placement. The current status of the patient is unknown.